Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between her ipg and external devices (charging system and patient programmer). As a result, the patient lost stimulation. A replacement charging system did not resolve the issue. The physician elected to proceed with surgical intervention. The ipg was explanted and replaced which resolved the reported issue.